Event description:
Bard max-core disposable core biopsy instrument malfunctioned. The unit refused to fire correctly when the release button was pushed. A new one was opened and the same thing happened. Another one was used with a different lot number and it worked correctly. Delayed the case. No adverse event resulted. Pt code: 4582. Device codes: 4011, 4063. Reference report# mw5184448.